Event description:
Per the clinic, the patient reportedly experienced static and subsequent loss of connection to the internal device; the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on 31 mar 2014.

Manufacturer narrative:
(B)(4).